Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/30/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No cs 128-738b call service alarms were observed in the device history; however, a cs 128-7087 call service alarm was recorded on the event date. No cs 128 call service alarms were duplicated during investigation. All of the pump current readings were within specifications. The pump case was removed, and no internal defects were found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the pump emitted replace battery alarms, including the code 128-738b, after two weeks of battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.